Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as multiple hardware. The fse found the reference electrode electrical connection was loose, ion selective electrolyte drain needed to be cleaned, the buffer and sample syringes needed replacement, mix bar did not hold on securely to the mix station and the heat stabilizer for cell 2 was leaking. The fse replaced mix bar, reference electrode, buffer syringe, sample syringe, replaced cell 1 buffer valves, and cleaned cell 1 drain and reference block which resolved the issue. The beckman coulter internal identifier is case-(B)(4).